Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported image issue upon start-up could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had an abnormal image after starting up. There was no delay and the patient was not under general anesthesia. There were no reports of patient harm.